Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a patient. The customer did not provide information regarding the patient outcome. The covidien customer support engineer (cse) inspected the device and was not able to reproduce the malfunction. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4). Evaluation of the complaint identified the xv0069 was found to be present within the diagnostic log of the device associated with this complaint. The xb0069 is a monitoring task that runs on the gui (graphic user interface) cpu processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bdu has not triggered a high pressure patient alarm, then the xv0069 code is initiated. Once the xb0069 is initiated the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm. When the safety valve is open, the ventilator opens a path for the patient to breathe room air spontaneously, although positive pressure ventilation is no longer provided. Field action associated with this issue was communicated to the FDA on november 07, 2013. At this time, there has been no assignment of the recall number by FDA.